Event description:
Ous MDR - after an implantation period of about 76 months, the shock impedance values > 150 ohms were reported. Furthermore a possible lead fracture was suspected. The physician decided to implant a new vd lead. The linox was capped and left in the patient. No adverse patient side effects have been reported.